Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm and keypad was unresponsive. Customer¿s blood glucose was 8 mmol/l. Troubleshooting was performed for pump error and the customer stated that keypad was still unresponsive. The insulin pump will not return for the analysis.

Manufacturer narrative:
Device passed the displacement test, but it failed the self test returning a power supply test failed during self-test error. Upon further inspection of the unit's interior, there was corrosion inside the battery compartment, on the main board particularly where the battery connectors are located, and on the keypad, motor, and force sensor ribbon cables.